Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. In regards to the foreign material found on the distal end cover and forceps elevator, the specific material could not be identified and the cause for material to be left on the device could not be specified. There were no reported deviations from the instructions for use (IFU). In regards to the cracked adhesive around the light guide (lg) lens, it is likely the distal end had experienced physical stress and the glue had deteriorated by chemical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned an evis exera ii duodenovideoscope to olympus for an annual preventive maintenance with no alleged complaint. The customer did not report any device malfunction(s). No patient was involved in this event. During inspection and testing of the returned device, service found there was foreign material on the forceps raiser and the distal end cover. In addition, the adhesive around the light guide (lg) lens was cracked. The adhesive around the lg lens and the inside of the lens were dirty. This medwatch report is being submitted to capture the reportable malfunctions found during inspection/preventive maintenance.

Manufacturer narrative:
In addition to the information provided, the following faults were also uncovered: the grip, switchbox, switch #1, right/left knob, light guide cover glass, scope connector cover unit, and connecting tube were scratched. The air/water (aw) cylinder was discolored. Due to a cut on the heat shrinking tube of the lock engagement lever, the expected insulation capacity could not be obtained. The forceps channel port was deformed. There was a leak due to a crack on the scope connector. Coating was peeling from the universal cord. A guide pin of the electrical connector was corroded. There were metal particles around the l-arm. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.